Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(initial reporter), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and conducted an autofill inspection. After checking the test compressor, the rpm value was abnormal. As a result, the manifold drive part was ordered for operation testing. After the fse performed testing and replaced the manifold drive (the machine is under warranty) the calibration regulator drive test function test was normal. The machine operation iabp test with the simulator also ran normally. The machine is ready to use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an autofill failure alarm. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.